Manufacturer narrative:
H3: visually, a portion of the green ground electrode was kinked/exposed upon return. There was brownish colored residue on the red/white stim electrode. Electrically, there was continuity in the stim electrode but no reading from the ground electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, during setting impedance could be checked without any problems. However, during the procedure, an error sound occurred and it became unusable. When the impedance was checked again, it could still not be cleared, so after it was replaced with another new grounding electrode and return electrode, it could be used without any problems. When the actual product was checked, there was a crushed part in the middle of the cable, so it was believed to be broken. There was a procedure extension of 30 minutes and there was no patient impact. The user also did not noticed any kind of packaging damage issue ( inner / outer ) on the receipt.